Event description:
Related manufacturer report number: 2916596-2021-02682.

Manufacturer narrative:
Section b2: correction. "Required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file ((B)(4)) was submitted and downloaded ((B)(4)) for review. The log files showed overlapping events spanning approximately 23 days ((B)(6)2021 ¿ (B)(6)2021 per timestamp). A no external power alarm was active on (B)(6)2021 at 22:06:19 ¿ 22:06:20 while connected to the mpu and appears to be due to a loss of ac power. The backup battery provided power to the system during these events. The alarm cleared shortly after activating and pump operation was not affected. The driveline was disconnected on (B)(6)at 21:37:26 for a system controller exchange. There were no other notable alarms active in the log file. Additional information provided on 20may2021 stated that the mobile power unit (mpu) (serial number:(B)(6)) would not be returned for analysis. Additional information provided on 23aug2021 stated that it was unknown if the mpu had a v-lock ac power cord connector. It was also stated that the patient claimed the power cord did not come loose during the reported event, and it is unknown if there were any environmental circumstances that would have affected ac power at the time of the event. A root cause for the reported event was unable to be conclusively determined through this analysis; however, the alarms appear to be due to a total loss of ac power. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The device was shipped on 25mar2016. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was at home and they wanted to connect to the mpu, they disconnected one cable and reconnected to the mpu. The mpu then started alarming. The patient switched to batteries and tried an additional time to change to the mpu, but the patient still had the alarms. The patient exchanged their controller and the issue resolved. The patient was not able to provide any information regarding the type of alarms. No log files were provided. The patient was discharged home. No additional information was provided.